Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving fentanyl (600 mcg ml at minimum rate) and bupivacaine (30 mg ml at minimum rate) via an implantable pump for spinal pain. It was reported that the patient had a pump motor stall. There were no external factors that contributed to the event. The home healthcare nurse drove to the patient¿s house when they reported hearing an alarm. The nurse interrogated it multiple times but the pump continually stated that it was still stalled. It was confirmed with the patient that they had not recently had magnetic resonance imaging. The healthcare provider replaced the pump and the issue was resolved. Following the surgery, the company representative was informed that it was against hospital policy to allow them to retrieve the explanted pump so it will not be returned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.